Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10 concomitant product: 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#h21030704); 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#h21111004); 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#h23010704b); 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#h23020404) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the battery found the carbon pill was missing. The battery was installed, and the device was unable to power on. It was reported that prior to use, the following video laryngoscope batteries were used and no display on the device screen, and no led lights lit. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the following video laryngoscope batteries were used and no display on the device screen, a nd no led lights lit. There was no patient involvement.